Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the attachment of the pulsavac pistol grip does not hold and falls off. This means that the locking of the blue clip, which locks the pistol handle and the attachment together, does not close properly.

Event description:
It was reported that during surgery the attachment of the pulsavac pistol grip does not hold and falls off. This means that the locking of the blue clip, which locks the pistol handle and the attachment together, does not close properly.

Manufacturer narrative:
This is final no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, and lot identification was not provided. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed. H3 other text : discarded